Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During the inspection of incoming goods by the distributer on an unk date, it was found that the movement of the device was not smooth around 60 to 80 pounds. There was no patient contact or patient injury.